Event description:
It was reported that a patient implanted with an impella cp experienced low flow until the flow eventually stopped. The pump was explanted. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.